Event description:
It was reported that high voltage (hv) and superior vena cava (svc) impedances were observed on the right ventricular (rv) riata lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section a patient information updated, section d product details updated from serial # " (B)(6)". Product details updated to reflect change. Correction: please retract this record manufacturing record number 2017865-2022-15866 as it is a duplicate of manufacturer report number 2017865-2022-14773.

Event description:
The serial number for the lead in this report was misidentified and a correction has been made. This record is a duplicate of manufacturer report number 2017865-2022-14773. Please retract this record 2017865-2022-15866.